Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was admitted into the hospital due to epilepsy with bilateral frontal cicatricial gyrus. The surgeon performed a resection on (B)(6) 2013 (6 plates and 24 screws were used). On (B)(6) 2014, the incision ruptured with infiltration. The dressing was changed, it was noted the condition was not improved and worsened effusion was noted from the subcutaneous. The patient was re-admitted to the hospital on (B)(6) 2014 for debridement and removal of the implants. The surgeon noted the rupture position was close to the location of the implanted plates and liquefaction was present from subcutaneous tissue. The surgeon removed all the implanted product, the wound was reported to have healed well. On (B)(6) 2014, the patient had the same problem. The surgeon suspected the patient had an infection due to either the decontamination issue or the patient¿s rejection reaction to the products. At the time of this reported event the patient was reported to be in a coma. This is report 17 of 30 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.